Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including degenerative mitral regurgitation, functional mitral regurgitation, tricuspid regurgitation, hypertension, diabetes mellitus, chronic kidney disease, end-stage-renal disease, coronary artery disease, dilatative cardiomyopathy, previous myocardial infarction (mi), previous coronary artery bypass grafting (CABG), previous stroke, chronic obstructive pulmonary disease (copd), atrial fibrillation, pacemaker/implantable cardioverter defibrillator (ICD), and cardiac resynchronization therapy (ICD). Complications reported included hospitalization, vascular obstruction, vascular dissection, vascular perforation, arterio av fistula, pseudoaneurysms, superficial hematoma (large and small), mvarc minor bleeding, mvarc major, non-life-threatening bleeding, life threatening/disabling bleeding, transfusion, access related blood transfusions, vascular surgery, endovascular intervention, access site infection, in-hospital mortality, in-hospital major adverse cardiac and cerebrovascular events (macce) (myocardial infarction, stroke, death); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article ¿comparison of safety and efficacy in venous access closure using a double purse string suture technique vs. Z-suture technique after mitraclip procedure¿ was reviewed. This research article is a retrospective single center experience to compare access closure using subcutaneous absorbable double purse string suture (dpss) and z-suture technique evaluating vascular complications and bleeding following mitraclip procedure. Venous closure was performed using z-suture technique in 140 patients and dpss technique in 109 patients. Vascular complications and bleeding events were assessed according to the mitral valve academic research consortium (mvarc) criteria. Between january 2014 and december 2017, 249 patients underwent mitraclip procedure. The article concluded that large caliber venous access closure with dpss technique was feasible, safe, and effective to achieve haemostasis after mitraclip procedure. Compared with z-suture, use of dpss closure was associated with a lower rate of required access related surgical intervention and postinterventional av-fistula. The primary author of the article is anas alnaimi. The correspondence author is sebastian frederik mause. Corresponding email: smause@ukaachen.de. Between january 2014 and december 2017, 249 patients underwent mitraclip procedure. The mean age was 76 years and 66% were male. As this is from a literature review, patient weight was not provided. Comorbidities included: degenerative mitral regurgitation, functional mitral regurgitation, tricuspid regurgitation, hypertension, diabetes mellitus, chronic kidney disease, end-stage-renal disease, coronary artery disease, dilatative cardiomyopathy, previous myocardial infarction (mi), previous coronary artery bypass grafting (CABG), previous stroke, chronic obstructive pulmonary disease (copd), atrial fibrillation, pacemaker/implantable cardioverter defibrillator (ICD), and cardiac resynchronization therapy (ICD). Adverse events included: hospitalization, vascular obstruction, vascular dissection, vascular perforation, arterio av fistula, pseudoaneurysms, superficial hematoma (large and small), mvarc minor bleeding, mvarc major, non-life-threatening bleeding, life threatening/disabling bleeding, transfusion, access related blood transfusions, vascular surgery, endovascular intervention, access site infection, in-hospital mortality, in-hospital major adverse cardiac and cerebrovascular events (macce) (myocardial infarction, stroke, death).